Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging a onetouch ultramini system kit was missing the test strips and clear lancing cap. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at 5:05pm. The patient reported taking no medications to manage his diabetes. The patient reported he developed symptoms of feeling ¿sweaty¿ 10 minutes prior to contacting lfs. The patient reported he had something to eat or drink in response to his symptoms. The patient did not report receiving any medical intervention from a healthcare professional. At the time of troubleshooting, the cca educated the patient on the correct contents of the box, and confirmed there was no missing product from the system kit. Replacement products were sent to the patient. This complaint is being reported because, the patient claims due to the alleged issue he was unable to test and therefore developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.